Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was intact, there was no damage or peeling observed. All the keypad buttons were responsive; the reported response issue with the ok keypad button was not duplicated. During investigation, evidence of contamination was found under all keypad contacts.